Manufacturer narrative:
Results: the returned catrx and its guidewire lumen were kinked at approximately 117.0 cm from the hub. The catrx was ovalized at approximately 118.0 cm and 119.0 cm from the hub. Conclusions: evaluation of the returned catrx confirmed a kink on its distal shaft. If the device is forcefully advanced against resistance during the procedure, damage such as a kink may occur. The non-penumbra guide catheter used in the procedure was not returned for evaluation and the returned catrx was unable to performed functional testing due to the damage; therefore, the root cause of the resistance was unable to be determined. Further investigation revealed ovalizations in the distal shaft. These ovalizations were likely a result of forceful mishandling the catrx during the procedure. The complaint did not mention the catheter ovalization; therefore, these ovalizations were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx) and a non-penumbra guide catheter. During the procedure, while advancing the catrx through the guide catheter in the target vessel, the mid-shaft of the catrx kinked; therefore, it was removed. The procedure was completed using another catrx and an unknown guide catheter. There was no report of an adverse effect to the patient.